Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was found to be positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting of only the handpiece transducer assembly until the internal wires became disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected the handpiece functionality and could have caused the reported tighten assembly alert screen. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during and unknown procedure, the instrument was assembled to the hand piece and then connected to the generator. When the device activation was instigated, the generator provided an error message of re-assemble device. The scrub nurse then tried to take apart the hand piece away from the instrument to re-assemble but the two parts became stuck or lodged together. Another device and handpiece were opened to complete the procedure. There was no patient consequence.